Event description:
Customer reported on a bravo capsule that failed to attach. After they had placed the capsule, they removed and found it was still on the delivery system. Capsule had a small amount of tissue on it. The pt didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.